Manufacturer narrative:
The service engineer evaluated the ventilator and replaced the breath deliver (bd) power controller printed circuit board (pcb). The replaced bd power controller pcb was returned for failure investigation. A visual inspection was carried out on the returned component with no anomalies were observed. The bd power controller pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed the power on self test (post) and no errors were recorded in the diagnostic logs. Calibration procedures ran without any errors. During est, the ventilator failed the ¿bd audio test¿ intermittently. When the ¿bd audio test¿ did fail, the alarm tone was audible, but the test failed and the following error message was displayed on the gui display screen: "power fail cap not discharging". The fault was isolated to capacitor, reference designator c4. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator failed an extended self test (est) with the "power fail cap not discharging." The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Correction: (UDI number). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.